Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the drive support cap was sticking and the device was dropped. The customer's blood glucose reading was 400 mg/dl. Customer stated the quickset was changed every 4 days. The customer was advised to disconnect and revert to a backup plan. No further details were provided.